Manufacturer narrative:
Investigation conclusion: all positive sample provided showed no abnormal sars amplification. Results appear valid. Repeat samples that tested negative are likely near lod. False positive rate is below standard set in the package insert. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient sample was tested twice on solana: first reported positive and later reported negative. The second testing was performed in less than 12h of the specimen collection. The overall false positive rate for several hundred tests was reported to be less than 2%.